Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect/invalid. H3 other text : device not returned for evaluation.

Event description:
It was reported leak on one of the piccline 5 f tracks. Action taken: catheter removal. No other information provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds3918 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported leak on one of the piccline 5 f tracks. Action taken: catheter removal. No other information provided.